Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the insertion into the patient, the team had difficulty with insertion and noticed that trach was folded in and deformed its shape. It was stated that a new trach was opened and was inserted successfully and without difficulty.